Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures) and the pump was shut off. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed but it was noticed the customer was able to clear the alarm and rewind the pump. The pump passed fill cannula delivery test and error table indicates that the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Product return is required for mmt-1882.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed displacement test, active current test, sleep current test and self-test. No pump error alarms or unexpected battery alarms noted during testing. Successfully downloaded history files and traces using thump. During download history review, pump error 63 (variable = 15, file number: 2017 line number: 147) occurred on 04/08/2025 13:02:39.000. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the twi interface or ad5161 chip. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 03/27/2025 08:45:00, 03/27/2025 08:45:00 and 01/21/2025 08:06:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 28.0 received the lowbatteryalert (104) on 03/27/2025 08:45:00 after more than 7 days at 32.6 days. Battery cycle 27.0 received the lowbatteryalert (104) on 02/22/2025 08:24:00 after more than 7 days at 31.53 days. Battery cycle 26.0 received the lowbatteryalert (104) on 01/21/2025 08:06:00 after more than 7 days at 32.42 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Pump error 63 confirmed in the history files on 08-apr-2025 due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.